Event description:
Phacoemulsification machine foot pedal stopped working during first surgical procedure. A call was placed to sales representative to assist with troubleshooting . Sales rep walked staff through troubleshooting and end result was "foot pedal inoperable." Called another facility within the system and asked to borrow a foot pedal if possible. They agreed. Staff member went and retrieved and new pedal from (B)(6) working in procedure (approx. 70 min delay).